Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported through follow up that both leads were repositioned the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency room with dizziness and feeling unwell. Bradycardia was noted also. It was reported that the right atrial (ra) lead and the right ventricular (rv) lead produced high thresholds and possible non-capture. The ra lead showed undersensing. Atrial lead position check failed also. All devices remain in use. No further patient complications have been reported as a result of this event.